Event description:
Jp drain removed 5/24/97, tip of drain broke off. Pt did not want surgical intervention at that time. Returned to surgery 5/31/97 for removal of drain tip after complaints of abdominal pain at drain site.